Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and did not meet functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned battery was observably damaged. The battery fluid crust was observed on returned battery. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report batteries contained in the battery compartment of her purely yours ultra breast pump began leaking black fluid while pumping. She states the pump sounded different and failed to function properly before this fluid leakage occurred on (B)(6) 2017. Customer states touching one of the batteries with fluid on it but did not burn herself.